Event description:
Information was received indicating that upon connecting the "consumable" to a smiths medical level 1® hotline® low flow system, an alarm occurred. There were no reported adverse effects.